Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer failed and not detected bus. A technical support specialist (tss) had confirmed that the field service engineer resolved the issue and customer had decided not to proceed with the repair due to the associated cost.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not detected bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.